Event description:
The complainant is a user of the elite blood glucose system. User reportedly has received results of lo (less than 15 mg/dl) twice in a row. User did not understand what that mean and did not have symptoms of hypoglycemia-- a serious condition. While on the phone a review of the system was conducted. Electronic checks were performed and was satisfactory. It was learned that the customer was using excel off brand reagent strips. The customer was told that the excel off brand reagent strips are not provided nor supported by bayer diagnostics. The customer was provided replacement product. The complaint is considered closed for purposes of MDR.